Event description:
It was reported that cardiosave iabp (intra-aortic balloon pump) had autofill failure. There was no patient involvement and no injury or harm reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated feilds: b4, d9, e2, e3, g3, g6, h2, h3, h6, (type of investigation, investigation findings, investigation conclusions, component code), h11 corrected feild: b5, e1(initial reporter,event site email) e4 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. 0x3 fill fail - dead volume calc timeout compressor motor not running, vacuum. Ran unit for several hours and compressor has no vacuum, replace compressor scroll (0119-00-0236) and the pim (0997-00-1178), returned unit to service all systems checked out ok, no other issues at this time.

Event description:
It was reported that during routine check, cardiosave iabp (intra-aortic balloon pump) had autofill failure. There was no patient involvement and no injury or harm reported.